Event description:
The customer reported a leak observed from their alinity m system. The customer reported that the instrument is leaking. The leaking started under the instrument and goes to the front of the instrument. The customer stated that it started under the instrument and it extends outside the instrument footprint and is obstructing a walkway. The system solution door is dry and the liquid waste is half full and dry outside the bottle too. The customer tried to clean, but it continues to leak. A field service engineer (fse) was dispatched. The instrument leaked in the front of the alinity near the bulk fill drawer door. Upon investigating, it was ethanol leaking from the cradle but also the was vapor barrier leak. The fse replaced the vapor barrier cradle and the ethanol cradle. New bottles transferred successfully and the device functioning as expected. The customer accepted the instrument for use. The leak was contained and it only leaked a small amount in front of the instrument. The customer did not come into contact with the fluid. The customer did not report any injury or any actual exposure to the leak. The customer wore appropriate personal protective equipment (ppe) when cleaning the leak.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).